Event description:
It was reported, the aspiration needle metal tube broke off and was stuck in the patient. The issue occurred during puncture in lymph node r11 procedure. After the first puncture, when inserting the needle for the second time, a 2mm piece of plastic was noticed in the patient. The plastic was removed and the needle was checked for damage. Nothing abnormal was found on the needle. The examination was continued with the same needle. During the second puncture, an artifact was detected in the ultrasound image. A foreign body was discovered on the endoscopic image and was found to be the distal 2cm of the metal tube of the needle. It was stuck in the patient's lymph node and was removed using forceps. The procedure was completed with a new needle. There were no reports of further patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed with the following cause: the laser cut hypotube (lch) was detached from the sheath. Deformation of the spiral cut needle was observed near the distal end. Additionally, damage to the distal end of the outer sheath was noted. Also the needle had significant damage to the pebax heat shrink layer. This layer surrounds the spiral cut needle to prevent fluid leakage. The pebax appeared brittle and was cracked along the length of the deployed portion. The lch likely became ejected as a result of the damaged pebax bunching up behind it. Moreover, the connector section was noted to be cracked at the handle section. Olympus assumes that a significant amount of force was required to push the lch out the distal end of the device. Based on the results of the investigation, the most probable cause of the identified failure is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. If using the same instrument several times during an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. Do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur. When inserting the instrument into the endoscope, the distal end of the needle tube may become bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and ultrasound image; otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the aspiration needle metal tube broke off and was stuck in the patient. The issue occurred during puncture in lymph node r11 procedure. After the first puncture, when inserting the needle for the second time, a 2mm piece of plastic was noticed in the patient. The plastic was removed and the needle was checked for damage. Nothing abnormal was found on the needle. The examination was continued with the same needle. During the second puncture, an artifact was detected in the ultrasound image. A foreign body was discovered on the endoscopic image and was found to be the distal 2cm of the metal tube of the needle. It was stuck in the patient's lymph node and was removed using forceps. The procedure was completed with a new needle. There were no reports of further patient harm.